Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through analysis of the submitted computed tomography (CT) images. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The controller event log file contained events from 28jan2025 through 29jan2025, per the timestamps. The log file captured several low flow alarms on (B)(6) 2025. The log file also captured numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. The customer provided a cd which contained CT scans of the patient. Review of the CT images confirmed the reported compression of the outflow graft due to eogo. Cross-sectional scans of the outflow graft showed the blood path to be partially occluded. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The device is included in the standalone outflow grafts related to extrinsic outflow graft obstruction (eogo) issue field action issued by abbott. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a significant increase in low flow alarms throughout the week. The patient reported 16 low flow alarms with the pulsatility index (pi) ranging from 2-4 on (B)(6) 2025. The patient previously had an outflow graft compression due to biological debris collection in 2021 (MFR#: 2916596-2021-02371). A computed tomography angiography (cta) obtained upon admission noted worsened outflow graft compression with compression of the superior vena cava. The patient did not have an outflow graft clip. A computed tomography (CT) scan showed no visible outflow graft twisting or kinking. The patient did not experience any alarms on (B)(6) 2025. The event log files were sent for review and appeared to have captured several low flow alarm events and momentary low flow events on 28jan2025. The low flow alarm events appeared to have occurred at times when the pi was elevated. There did not appear to have been any type of external mechanical circulatory support (mcs) equipment causing the events. Technical services was unable to determine the presence of an obstruction based on the recorded data. The trended event log file data appeared to have shown a gradual increase of the recorded estimated flow values over the approximate 1-day log file history.